Event description:
In 2009, the sales representative reported that during surgery, the surgeon implanted a screw in the pt and attempted to adjust the screw when the surgeon noticed the threads were stripped. It was identified that the screw was stripped at the shaft of the screw. The surgeon explanted the stripped screw and implanted another screw to finish the case as intended. There was no surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending.